Event description:
During a routine hemodialysis treatment, a reported pt blood loss of 210 cc occurred. It was reported that during a pt treatment, a manual rinseback was planned for training purposes. The operator was extremely slow in following the instructions for disconnecting the blood lines. Approximately five minutes elapsed after shutting down the cycler before initiaing the rinseback. It was determined that the disposable set had clotted during this time precluding rinseback of the pt blood and resulting in the blood loss. No medical intervention was required.